Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with debris and moisture on the lens. Visual inspection found the lens haptic torn with debris on the lens. Corrected data: b5 - it was also reported that the patient experienced significant reduction of irido-corneal angles. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -8.50/1.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.